Event description:
It was reported that ¿over the last day or so¿ the patient¿s tremors had been getting really bad. The reporter and patient were on vacation and it was noted that she did not go through the security in the airport. It was confirmed that stimulation was on and okay. The reporter stated that the patient might be having symptoms related to the stress of traveling. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot# va0hsek, implanted: (B)(6) 2014, product type lead; product ID 3387s-40, lot# va0hsek, implanted: (B)(6) 2014, product type lead; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type extension. (B)(4).